Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported the insulin pump alarmed with a motor error during rewind. There were also motor errors in the alarm history. Customer's blood glucose was reportedly within normal range. The customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder. The pump was received with cracked battery tube threads, and a cracked reservoir tube lip.